Manufacturer narrative:
The complaint was confirmed, part of a latex glove was found within the strain relief. The root cause for the event was due to user error; holding the graft cover, just distal to the strain relief, while attempting to deploy the stent graft.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that there was deployment difficulty during the index procedure. The physician's glove became lodged in the transition of the graft cover and the strain relief, which prevented the external slider from functioning smoothly. The physician's hand was over the strain relief cover while deploying the stent graft. The stent graft was successfully deployed via the backup mechanism/handle disassemble technique, resolving the event. No clinical sequelae was reported and the patient is fine.